Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013 product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown morphine d rug (20mg/ml at 5.3mg/day) via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient had a catheter dye study on (B)(6) 2022. The catheter aspirated fine; however, when the dye was injected, the catheter tip appeared to be epidural in that the dye did not disperse and the catheter tip looked to be just outside the intrathecal space. Interventional radiologist deemed the catheter as epidural. It was unknown if there were any factors that may have led or contributed to the issue. Rotor study performed and was normal. The issue was not resolved at the time of report. Surgical intervention was planned but not yet scheduled. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.